Event description:
It was reported to philips that the ups was down and there was no x-ray in three rooms. There was no allegation of injury to the patient or user. Due to the lack of information, we are conservatively reporting this event. An investigation into this complaint has been initiated by philips.